Manufacturer narrative:
The pump was received with a broken off end cap. No loose drive support disk was noted during visual inspection. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker, and a missing address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the backside of the device came loose during delivery of bolus. Customer's blood glucose 6.7 mmol/l. Customer agreed to return the device for analysis.